Event description:
Reporter indicated a patient had migration of the vns generator in the chest below the left breast. The generator was repositioned on (B)(6) 2012, but the generator incision site became infected. The infection was first noted on (B)(6) 2012. On (B)(6) 2012, the wound was "washed out". Cultures were performed, but the results were not provided. No devices were explanted. The patient was also placed on antibiotics. A non-absorbable suture was used to secure the generator during the original implant surgery on (B)(6) 2010. The patient had no known trauma, and the vns is currently programmed on. Review of the device history records for the generator confirmed sterilization of the generator prior to distribution. As the lead model and serial number information for the lead are unknown, review of manufacturing records for the lead cannot be performed. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records for the generator were reviewed. Review of manufacturing records for the generator confirmed sterilization prior to distribution.